Event description:
On (B)(6) 2022, a customer reported a potential false positive (cartridge sn (B)(4) that occurred on (B)(6) 2022 followed by 2 negative cue tests and a separate at home antigen rapid test right after the positive test that was negative the same day. Customer experienced some fatigue but did not lose taste or smell and was vaccinated but had no booster shot. Customer stored the cartridges within the temperature range in a cabinet.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation. Therefore; the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded in late december 2021 and march 2022, to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.